Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly made high pitched noise. It was further reported that the catheter was allegedly clutched out and wouldn't run. It was further reported that the catheter was allegedly disengaged. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, photos, images and videos were provided for review. The investigation of the reported event is currently underway. H11: d2b (mcw; dqx). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly made high pitched noise. It was further reported that the catheter was allegedly clutched out and wouldn't run. It was further reported that the catheter was allegedly disengaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, the head part of the catheter was peeking out approx. 1 cm. The test guide wire did not pass through the catheter. After running the catheter with the drive system, the test guide wire went through the catheter with slight resistance and the head part snapped back to its position. Aspiration test was performed, and nominal aspiration level was achieved. No further physical damages were noted in the returned device. Therefore, the investigation is confirmed for the reported mechanical jam and inconclusive for the reported noise and material separation. A definitive root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: d2b (mcw; dqx), h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.